Manufacturer narrative:
(B)(4). The device was returned to the factory on 10/30/2020. An investigation was conducted on 11/19/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The adaptor was evaluated for connector function to a reference power supply. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produced steam and heat during 5-second activations and shut off when the toggle was released. A reference adaptor was used to do an electrical evaluation.a pre-cautery test was performed per the instruction for use with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. The adaptor was also tested with the returned power supply (see related complaint 361522), with the same results. Based upon the evaluation results and the returned condition of the device , the reported failure mode ¿failure to deliver energy¿ was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor would not deliver energy when ligation phase of procedure began. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor would not deliver energy when ligation phase of procedure began. A replacement device was used to complete the procedure. The hospital did not report any patient effects.